Event description:
Info received indicates the head of the bed is drifting down.

Manufacturer narrative:
The tech isolated the issue to a stuck valve. He replaced both the head up and down valve solenoids to repair the bed.